Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of use as the issue was identified during an end-of-day inspection by the customer. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube rotor problem was continuously displaying, and x-rays could not be issued. Review oof system log file confirmed the malfunction of rotor control in the xray tube. The philips engineer identified the cause of issue was due to a faulty roco unit responsible for controlling the rotation of the anode in the x-ray tube. After replacing the roco velara, the defective rotor control was sent back to philips for further analysis. The failure analysis confirmed that the roco could not be adapted. Following the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and during an end-of-day inspection by the customer, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the system's fluoroscopy images became rough, and x-ray was not possible. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.